Event description:
The event reported under the postmarket systems longevity study noted one day post implant of the cardioverter defibrillator (upgrade for dilated cardiomyopathy), a hematoma was observed. Consequently, two rinse out, bleeding vessel sutured, and diathermia were completed. The report also noted a sudden rise in threshold with the right atrial lead (implanted for approximately seven years and four months) was observed one day post implant of the cardioverter defibrillator. However, no consequential actions were taken, and lead remains actively implanted.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.